Manufacturer narrative:
Eval summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported that following a glaucoma filtration device implantation, a pt's intraocular pressure increased. The surgeon suspected the device was clogged, therefore performed a filtration device exchange procedure. Add'l info was requested.